Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when attempting to connect the patient to a power module in the clinic they were unable to connect or transmit data. Power was received, however. Several power modules and patient cables were used in an attempt to transmit data with no avail. The patient had a system controller exchange and the issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue between the system controller and the system monitor was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) was connected to a test system monitor and test power module and proper communication between the controller and system monitor could not be established. Further evaluation of the wires in the controller¿s white power cable revealed that the orange, data transmission, wire was broken, causing the loss of communication between the controller and the system monitor. The observed damage and communication issue did not affect the controller¿s ability to operate a test pump at the set speed. The system controller power cables were replaced with known working power cables and the communication issue with the system monitor resolved. After replacing the power cables, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The downloaded log file contained approximately 9 days of data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The driveline was disconnected on (B)(6) 2022 at approximately 14:17:51 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The communication issue between the system controller and the system monitor was determined to be caused by a break in the data transmission wire on the white power cable. The root cause of the break could not be conclusively determined through this analysis. Although not conclusively determined, the observed underlying wire damage may have been associated with repetitive bending of the power cables during use over time. Incidental finding: the strain relief on the connector side of the black power cable was also observed to be damaged. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on (B)(6) 2020. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their system controller power cables. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.